Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The cause for the failure was isolated to a broken pulse wire in the interconnect cable from the pad in the therapy electrode. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.